Manufacturer narrative:
During follow-up, the patient said he did not notice any defect or malfunction with the catheters. The patient also provided another lot number, 191223-1, but was unable to confirm the lot number of the unit that caused the uti and if it was from this lot. He experienced no rough eyelets, bleeding, or trauma.

Event description:
Intermittent catheter patient (user) reported he experienced a urinary tract infection (uti) concurrent with catheter use. The patient was prescribed an antibiotic for 3 days, but the infection was not resolved, and was prescribed another antibiotic for 15 days that he took, and recovered completely from the uti.